Event description:
Boston scientific crm received information that this device, which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on 3/10/2007, was reported to exhibit beeping tones. The boston scientific crm sales representative reported that upon interrogation, atrial impedance measurements on one date was less than 200 ohms, but all daily measurements since were approximately 500 ohms. The representative reported that the monitoring voltage was 2.50 v and a charge time measurement of 13.6 seconds. A manual capacitor reformation was performed, and the monitoring voltage was 2.49 v and the charge time measurement was 12.5 seconds. A technical services consultant reported that elective replacement indicator (eri) was 2.50 v and that the device could declare this in the very near future. To date, no adverse patient effects were reported with this clinical observation. Additional information from the sales representative reported that noise was observed on the right atrial (ra) lead. An invasive revision procedure was performed and the lead was reconnected, which resolved the noise. No patient symptoms occurred as a result of the observation.